Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: a visual inspection of the pump revealed the battery compartment cracked at the left side of the grip pad from the threads to the case seal. Moisture corrosion was observed inside the battery compartment. A leak test revealed a leak at the battery compartment crack. During investigation, the pump was not able to be powered on; the pump was completely unresponsive. The pump black box and history could not be downloaded due to complete power loss. The complaint of the power issue and moisture in the pump was confirmed during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture corrosion inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.